Event description:
It was reported that during a revision, the right ventricular (rv) lead was found not capturing. At the moment of repositioning the lead, the helix would not come out. Lead was explanted and replaced. No additional adverse patient effects were reported.